Event description:
On (B)(6)2022, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter was reading inaccurately high compared to his feelings/normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient alleged that the issue began on (B)(6)2022, at 8:30 pm. The patient stated that he received a blood glucose reading of ¿589 mg/dl¿ on the subject meter. The patient manages his diabetes with a combination of insulin and pills (10 units of humalog, 2 metformin pills and 2 gliclazide pills) and stated that he increased his insulin dose by 26 units in response to the alleged issue. The patient claimed that at 8:33 pm that same day he started ¿shaking¿ after he increased his insulin. The patient informed the agent that he treated himself with food and/or drink. The patient also reported that he tested his blood glucose with another onetouch ultra 2 meter before treatment and received a reading of ¿470 mg/dl¿. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.